Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a pt (age & gender unk) the device's display was not functioning. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.